Event description:
The customer stated that the celldyn 3500 sl analyzer generated a low rbc and platelet result. The initial results generated in the open mode were: rbc=2.67x10e6/ul and platelet=16,000/ul. The sample was repeated with rbc=4.47x10e6/ul and platelet=29,600/ul. There was no impact to patient management.

Manufacturer narrative:
This is the initial report. An investigation is in process. A final report will be submitted when the investigation is complete.